Manufacturer narrative:
Approximate age of device ¿ 4 years and 4 months. (B)(6). The patient remains ongoing on lvad support. A specific cause for the reported rise in the patient¿s ldh could not be conclusively determined. The submitted system controller log file captured transient elevations in pump power and estimated flow. A specific cause for the change in pump parameters could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that patient was admitted to the hospital due to elevated lactate dehydrogenase (ldh) levels. The patient was treated with a heparin infusion and medication therapy. The patient's ldh decreased and the patient was subsequently discharged. The patient remains ongoing on lvad support with no reported device issues. No additional information was provided.